Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing and filter extension set was leaking lipids at the connection when lipids are delivered by syringe. There is no report of patient harm.

Manufacturer narrative:
This file is no longer reportable based on new information provided by the customer.

Event description:
The customer reported that when restarting the lipid infusion after a 4 hour pause, the tubing was occluded. The pump alarmed "occluded - patient side" tubing disconnected from filter and flushed then reconnected. When reconnected infusion was able to continue. There is no report of patient harm.